Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the pump, provided instructions for handling and returning the old pump, and ensured that the replacement pump would have updated software. The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery.